Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was scheduled for a revision procedure to address pain at the evoke closed loop stimulator (cls) implant site. During the procedure, the physician observed blood and purulence material within the pocket and elected to explant the evoke scs system.

Manufacturer narrative:
Correction: section d - model number; catalog number. Additional information: section d - serial number; unique identifier (UDI). Section g - date received by manufacturer; type of report. Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.